Event description:
It was reported to medtronic neurosurgery that the device was explanted. According to the report, it is unk what was wrong with the device.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.